Event description:
Information was received indicating that a smiths medical pump was alarming cassette not attached. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information: h6, h10: information was received on 17-mar-2021 indicating that the problem occurred in between patient use, the infusion was not life sustaining and these were no patient consequences. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis pump alarmed reported problem when latching cassette. Pump passed a downstream occlusion (dso) pressure range test at 22 psi. Event log confirmed downstream occlusion alarms. Service recommended replacing the faulty dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.